Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an endeavor sprint drug-eluting stent was implanted in the rca. Approximately 16 months post procedure, patient suffered a cerebrovascular accident. Approximately 2 weeks later ((B)(6) 2017), patient suffered a non-cardiovascular death. Investigator assessed that the event is not related to the study device or anti-platelet drug.